Event description:
Father spontaneously reporting error on pump cadd legacy sn (B)(4), ((B)(6) 2019) - main board failure - error 1720; replacement pump sent. Is the actual device available to be returned for investigation? Yes. Did we (MFR) replace device? Yes. Reported to (B)(6) by pt/caregiver. Dose or amount: unk, frequency: continuous, route: IV. Dates of use: from unk to current. Diagnosis or reason for use: pah.